Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving an unknown concentration of baclofen at 504 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient had noted increased spasticity in the last month. There were no contributing factors to the issue. A catheter access port (cap) study was attempted, however they could not withdraw cerebrospinal fluid (csf). The plan was to replace or splice the catheter. The issue was not resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient reported feeling increase in spasms. The patient did not have a fall or feel there was anything that would lead to the catheter not functioning properly. The diagnostics and troubleshooting performed was a cap (catheter access port) dye study was done and it would not aspirate. It was noted that surgical intervention was planned to replace the catheter and was scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The concentration of baclofen the pump was delivering was 2000mcg/ml. No further complications were reported.